Event description:
It was reported that the coil was repositioned several times. When the physician realized that the coil was too big, he decided to remove it. While the coil was being removed, the coil knotted and became entangled with the previously placed non-stryker stent. As the physician attempted to remove the coil, it stretched. The coil was unable to be removed and ultimately the physician decided to coil the internal carotid artery (ica), sacrificing the parent vessel.

Event description:
It was reported that the coil was repositioned several times. When the physician realized that the coil was too big, he decided to remove it. While the coil was being removed, the coil knotted and became entangled with the previously placed non-stryker stent. As the physician attempted to remove the coil, it stretched. The coil was unable to be removed and ultimately the physician decided to coil the internal carotid artery (ica), sacrificing the parent vessel.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was not returned for investigation as it remained implanted. Visual and microscopic inspection of the returned device found that the proximal contact was separated and the delivery wire had multiple kinks. The main coil had been physically broken at the main junction. The observed proximal contact separation and kinks were most likely caused by the handling of the device. Based on the information provided and investigation results the coil became entangled with the previously placed non-stryker stent, while the coil was being removed and subsequently, stretched and broken. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported event.